Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded, toric ii intraocular lens (iol) was implanted during cataract extraction surgery without complications. Following the procedure, the patient reported persistent dry eye symptoms that did not respond to eye drops or ointments, as well as ongoing headaches and pain during reading. It was confirmed that the eye drops and ointments were part of the standard of care. Subsequently, the patient sought a second opinion and opted to undergo bilateral intraocular lens exchange for both lenses. It is unknown if the patient had any debilitating or pre-existing conditions. The patient outcome post explant is unknown. No further information provided. The patient had bilateral lens implantation. This report pertains to the patient's right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.